Event description:
A distributor complaint was reported regarding a cgm error code 42 encountered by a customer in france. There was no information available about any impact on the customer's blood glucose level. There was no additional information received regarding the outcome of the event, and the device was not returned as it was no longer under warranty.